Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as related to stimulation. The most recent interrogation prior to event was (B)(6) 2014.

Event description:
Information was received from a healthcare professional for a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported the stimulation no longer provided coverage to her lower back. On (B)(6) 2016, the patient reported she had to lean up against the couch to feel the stimulator working. The clinical diagnosis of decreased stimulation coverage remains unresolved with no further action planned. The patient declined a revision. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.